Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female who underwent breast augmentation revision with unknown mentor gel implants experienced spontaneous bilateral rupture post procedure. The ruptures were diagnosed through magnetic resonance imaging. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The patient had a previous event reported under 1645337-2021-07825. See 1645337-2021-07950 for contralateral prosthesis report.